Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure, during the installation of the instrument, the system didn´t recognize the monopolar scissors. When they take out the tip cover, they realized that the instrument cable was broken. The procedure was completed with no reported injury.